Event description:
It was reported that a health care professional called for a review of an electrogram (egm). Boston scientific technical services (ts) reviewed and found possible loss of capture on this right atrial (ra) lead however, the patient did not experience any pacing inhibition. Ts recommended to test thresholds and that it appeared to be retrograde but appropriately in refractory. This ra remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).